Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator, checked transducers and found exp p has drifted by about 200 counts. Further evaluation in progress.

Event description:
The customer reported that the ventilator is having ext high ppeak. The vent had a audible and visual alarm. No patient involvement.